Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision notes confirm that the patient underwent revision due to pain, corrosion, elevated ion levels and necrosis. Medical records showed elevated cobalt levels of cobalt 7.3 & 7.0. During the revision surgery thickened capsule w/necrotic debris noted and small amount of corrosion around neck noted. Specimens sent to pathology to rule out alval-negative findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length. Concomitant medical products: item#00801803201, femoral head, lot #61788097; item#00620205022, porous shell, lot #61769713; item#00631005032, liner 10 degree, lot #61717689. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00432, head.

Event description:
It was reported patient underwent left total hip arthroplasty. Subsequently it was reported that a patient underwent a revision procedure approximately 6 years post initial surgery due to pain, elevated metal ions, implant in vivo corrosion and necrosis. During revision surgeon noted thickened capsule with necrotic debris, small amount of corrosion of neck. . Attempts to obtain additional information was made; however, none was available.